Event description:
During an atrial fibrillation procedure, the needle was not able to pass through the sheath. When it was noted that the needle could not advance, the needle and sheath were tested outside of the patient. The needled was pushed with pressure through the sheath (outside of the patient) and a plastic piece was noted.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise; skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the skiving and needle insertion difficulty is consistent with not following the instructions for use.

Event description:
During an atrial fibrillation procedure, it was noted that the needle was not able to pass through the sheath without pressure. If pushed with pressure, the brk needle peeled a small piece of plastic from the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.